Event description:
Healthcare professional reported capsular contracture, baker grade IV and "any creases". Device has been explanted.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified flat creases. A weight test of the device was verified and the device was within specification. Cloudy and bubbles after autoclave disinfection process in the gel. Based on the device analysis the final assessment is: no observations found related with the complaint reported by the physician. The event of capsular contracture, baker grade IV is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance noted. Reason for reoperation: rupture.

Event description:
Patient reported left side rupture. Device remains implanted.